Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician found the leak was coming from the facility's hot water supply line for the steam generator. Further inspection of the unit identified pipe fitting components were worn, resulting in the reported leak. To resolve the issue, the technician replaced the pipe fitting components, ran a test cycle, and found the unit to be operational. The sterilizer was returned to service. The unit was manufactured in 2009 and is under steris service agreement.

Event description:
The user facility reported water leaking from their century sterilizer. No injuries or procedural delays or cancellations were reported.